Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system. Reference medwatch report with patient identifier (B)(6) for the aviva nano system. Device received in a condition which made analysis impossible. Unable to test because there was an insufficient number of tests remaining in the returned cassette.

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 27.7 mmol/l and 9.7 mmol/l (mobile system) and 5.7 mmol/l (aviva nano system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).